Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that skiving of a screw into the lateral space of the disc occurred. The surgeon placed screws at l4-r, l5-r, l4-l, and l5-l. After rod placement, a confirmation x-ray showed the screw on l5-r was skiving into the lateral space of the disc, but was not impacting any critical anatomy. The surgeon removed the rod, resent the trajectory for l5-r, and manually placed the screw using a k-wire, resulting in an accurate revised trajectory and successful revision. No defects were observed during neuromonitoring or on the confirmation x-ray. A medtronic powered drill was used to tap and create a pilot hole, and navigation was reported as accurate. Both the surgeon and the site, including the representative, suspected that the screw may have been poorly loaded onto the driver. No patient complications have been reported as a result of this event and surgical delay was less than one-hour. Additional information was received. It was reported that the trajectory was off but the distance is unknown. The only trajectory that was off was the screw. Both the drill and the tap stayed on trajectory. The screw appeared to have hit an angled portion of bone and slipped into the disc space. It was noted that the patient was considered severely overweight, though a specific value was unavailable.